Event description:
This report indicates eleven (11) malfunction event. A review of the event involved of the device(s) being fractured. No patient adverse event was reported. No information regarding patient demographics were provided.